Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising impedance levels and high thresholds. The lead was reprogrammed with satisfactory results, but the physician ultimately chose to cap and replace the lead. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: ddbb1d1, ICD; implant: (B)(6) 2013. (B)(4).